Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that patient was experiencing pain in lower back, chest and right leg which caused the patient to have difficulty in walking. The patient underwent spinal fusion from l5-s1.the patient was implanted with rhbmp-2/acs.it is alleged that the patient sustained unspecified injuries